Manufacturer narrative:
(B)(4).

Event description:
The patient experienced increased baseline pain and difficulty walking. The physician believed these symptoms were related to the patient's multiple sclerosis. The pump medication was changed from morphine 50 mg/ml at 5 mg/day to hydromorphone 15 mg/ml at 1 mg/day. The physician attempted twice to aspirate the old drug from the cap (catheter access port) without success. The physician elected not to perform a bridge bolus. Additional information has been requested, but was not available as of the date of this report.